Event description:
The customer reported that a hospice pt on a pca infusion rec'd more medication than intended. Intended programming was hydromorphone 10 mg/ml, continuous infusion of 10 mg/hour, pca 2 mg every 15 minutes with a 18 mg max/hr lockout. The pca was started about 2300. At 0500, the nurse assisted the pt to the commode and noticed that the syringe was almost empty, so the pt rec'd much more drug than intended. The pt had no symptoms, but was very narcotic tolerant. The pca was stopped at that point and the med was alerted. The pca was restarted again at 0700 on the same alaris system. Info from the cqi logs showed that the therapy used was high tolerance when it should not have been. The customer is requesting an event log review for the time period of 2300 - 0500. There was no report of pt harm. Medical intervention was not required. The customer stated that no further pt or event info was available.

Manufacturer narrative:
(B)(4). Devices not rec'd, log review only. The customer has requested an event log review. The event logs and data set have been rec'd and the evaluation is pending. A follow up report will be submitted with evaluation results once the evaluation has been completed.